Event description:
Pt underwent total hip arthroplasty w/insertion of sulzer prosthesis. Postoperatively, pt developed hip pain ultimately requiring revision. On 12/8/00, hosp was first notified that this particular lot number was being recalled due residual mfg residue on the prosthetic which may cause adverse reactions and failed arthroplasty.